Event description:
It was reported that "during the operation, the peel-away sheath broke during the tearing/removal. There was no safety concern for the patient." No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). UDI number: (B)(4).

Manufacturer narrative:
(B)(4). The customer provided one photo for analysis. The complaint of a peel-away not tearing correctly was able to be confirmed by the photo. Visual analysis revealed that the defective peel-away was inserted over the catheter body inside the patient. One half of the peel-away did not tear as intended and separated from the rest of the extrusion. A device history record review was performed, and three relevant findings were identified. The customer report of a peel-away not tearing correctly was confirmed by visual inspection of the customer supplied photo. Visual analysis of this photo revealed that defective peel-away was inserted over the catheter body inside the patient. One half of the peel-away did not tear as intended and separated from the rest of the extrusion. Based on the customer report and analysis of the supplied image, manufacturing cause or contributed to this event. Non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "during the operation, the peel-away sheath broke during the tearing/removal. There was no safety concern for the patient." No medical intervention required. The patient's current condition is reported as "fine".